Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was returned. Functional testing of the returned rf generator confirmed the field reported event as the display remained black after the device was initialized. A secondary vga monitor was then connected at the microprocessor and a bios checksum error was then displayed. The cmos (complementary metal-oxide semiconductor) battery located on the upper assembly microprocessor has been depleted. Depleted cmos voltage has resulted in default bios settings being loaded which has changed the normal boot sequence and display port settings. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During a radiofrequency (rf) ablation procedure a cancellation occurred due to a startup failure. Following patient preparation and grounding pad placement the rf generator was powered on. The generator would not fully boot up. The issue was not resolved and the procedure was cancelled. There were no adverse patient consequences.